Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument had corrosion during sterile processing at the proximal end of the tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and found the instrument had thermal damage located at the top by the grip base. No other damage found and the electrical continuity test passed.